Manufacturer narrative:
While the treatment may not have caused the root resorption, it could possibly have contributed to it. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient undergoing treatment with mtm aligners experienced root resorption on tooth #9 and may lose the tooth. The dentist also stated "maybe you can see root resorption a little on the panoramic (x-ray), prior to mtm treatment" and that the patient admitted to a possible childhood trauma.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.